Manufacturer narrative:
H3: one device was received for evaluation. The reported customer issue was confirmed. Visual inspection noted a torn downstream occlusion (dso) seal. The reported problem was verified. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device cannot start; however, the device evaluation found a torn downstream occlusion seal. There was no patient involvement.